Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported after wearing the tampon for five hours, upon removal the tampon unraveled from the string and left a piece of tampon stuck inside her. She had to go to the hospital for removal of the tampon and missed a day of work. Multiple attempts have been made to obtain further information. No further information has been received.